Event description:
It was reported that the patient presented in clinic experiencing dizziness. Upon interrogation, the pulse generator exhibited back-up vvi operation. No medical intervention was performed.